Manufacturer narrative:
The customer complaint of air-in-line past the pump was verified from customer photo. The disposable tubing had no root cause found without the physical sample. The original pump complaint under pr (B)(4) is related to this and both report the same issue of air in line. No cause for the air inline, based on the tubing, could be confirmed. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in the line the following information was received by the initial reporter with the following verbatim: I am sharing this report and photos in the emails below from our colleagues in the cardiac critical care unit, regarding visible air in line that has passed by the pump and the air in line sensor. We have indicated to the cccu team that with the new pumps we have not adjusted the accumulated air-in-line configuration, it is currently set at 75 microliters, which was the previous setting.